Manufacturer narrative:
Reporter is a j&j sales representative. The subject device is received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Visual inspection: the buttress/compression nut (part# 03.037.016, lot# 3l96996 qty# 1) was returned and received at us cq. Upon visual inspection, no issues were observed with the device. No signs of any damage to the threads were observed. Functional test: a functional test was performed with the returned devices. The buttress/compression nut would not thread onto the blade/screw guide sleeve. The blade/screw guide sleeve is investigated separately under pi-16318508469528405. Dimensional inspection: dimensional inspection of the relevant feature of the device cannot be performed due to the design of the device. Document/specification review: the following drawing(s) were reviewed: - buttress / compression nut, se_544360 rev. I and rev. H (current and manufactured to) no design issues or discrepancies were found during this investigation. Investigation conclusion: the overall complaint is being confirmed for the buttress/compression nut (part# 03.037.016, lot# 3l96996 qty# 1). The cause for the complaint condition cannot be traced to this device. While a definitive root cause could not be identified for the reported issue, it is possible that the blade/screw guide sleeve was subject to external forces causing the damage on its threads, hence causing the issue. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device history review - review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, upon routine inspection while restocking the instrument tray the consultant noticed that the compression nut did not thread all the way onto the guide and the threads on the guide seem to be damaged. No patient involvement. This report is for one (1) buttress/compression nut. This is report 1 of 1 for complaint (B)(4).